Event description:
N/a.

Manufacturer narrative:
Analysis: the advanta v12 stent delivery system was returned from the field and evaluated. The stent was not returned. The surface of the balloon was evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. The details indicate that the stent could not be advanced far enough into the vessel. The stent was then retracted back into the sheath. Upon the second attempt it was noticed that the stent had become dislodged. As mentioned in the instructions for use: ¿do not pull an unexpanded stent back through a guiding catheter or sheath¿. The reason for this warning is that it is possible for the proximal edge of the stent to catch the distal tip of the introducer sheath thus pushing the stent off the balloon while pulling back into the introducer sheath. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This testing includes the ability of the stent to be placed through the labeled introducer sheath size, deployed and the balloon deflated then withdrawn back through the introducer sheath. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. A review of the stent retention test data for this specific lot of v12 stent delivery systems was conducted. The lowest stent retention value measured was 20.7 newtons (n). The requirement is = 5 n. This lot of v12 far exceeded the requirement. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty.

Manufacturer narrative:
Analysis: the device in question was not returned making a detailed complaint investigation difficult. Based on the provided case details the v12 stent was dislodged from the balloon when the physician was unable to reach the target site (celiac trunk) and withdrew the stent back into the oscor destino steerable sheath. The angulation into the celiac truck is extremely tight coming up from the femoral artery. The instructions for use (IFU) warns not to pull an unexpanded stent back through a guiding catheter or sheath. Based on the case details the physician pulled the undeployed stent back into the introducer sheath. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty in any way. It is likely that the stent was dislodged while pulling the stent back into the introducer sheath.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that the target was the truncus co-iliacus branch. Access was femoral with an oscor 8.5 x 55 destino-twist lock sheath (17mm curvature). This was hooked into the branch from below and thus had a curvature of almost 180'. The stent could not be advanced far enough into the vessel. Therefore, this was again pulled back into the sheath and removed from the wire to bring a pta balloon over which the sheath can then be better fed into the vessel. When advancing the pta balloon it was noticed that the stent graft was pushed through the pta balloon from the front of the sheath. It had detached from the balloon within the sheath. A small balloon was threaded into the stent which was still about 2/3 into the sheath. After gently inflating the balloon the stent could then be completely retracted into the sheath and then removed completely with the sheath.